Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found that the front case was broken inside the screw area. Device evaluation identified that the battery failed, the main board and power supply board were faulty, the safety clamp had failed. The circuit boards were inspected, the battery, mainboard, power supply, safety clamp (mechanism), and front case were replaced. Preventative maintenance was performed. The air-in-line sensor, alarm, battery, display, door ajar, keypad, lock switch, patient side occlusion, rate accuracy, power, upstream occlusion, and final vision inspection tests were performed and passed as well. The root cause for the reported event was determined to be the faulty main board and power board due to the part becoming aged. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device displayed f94. There was no report of patient involvement. No additional information is available.